Event description:
It was reported that during the procedure in the left anterior descending artery, pre-dilatation was performed using a non-abbott balloon. A 2.75x15 xience v stent delivery system was advanced and the stent was successfully deployed. However, upon removal of the stent delivery system, resistance was felt between the balloon and the stent. The physician moved the stent delivery system back and forth releasing the balloon from the stent. The stent delivery system was then withdrawn from the anatomy without resistance. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned 2.75x15 mm xience v stent delivery system (sds) noted blood on the balloon and shaft and in the guide wire lumen. There was contrast on the shaft and in the inflation lumen and in the balloon. This is consistent with preparation and advancement into the body. The stent implant was not returned and the balloon was loosely folded, which is consistent with the reported balloon inflation and stent deployment. There were kinks in the hypotube distal to the strain relief tubing. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedure or possibly as a result of packaging and shipment back to abbott vascular for analysis. Difficulty removing the sds from the stent implant post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. The lesion was described as heavily calcified, which may have contributed to the reported difficulties. Additionally, it was noted during the returned device functional testing that the balloon deflated flat. It is possible that a flat balloon could have interacted with the stent and contributed to the reported difficulty, but a flat balloon is not uncommon (especially when deflated outside of the body) and it is unknown if the balloon deflated in the same manner during use. To ensure these difficulties are not the result of manufacturing, the sds are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents for difficult to remove. There is no indication to suggest a product quality deficiency.